Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen 4000 mcg/ml (dose 904.5 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient experienced symptoms of overdose. Between 0100 and 0300 the morning of (B)(6) 2015 the patient was watching tv in bed and when the patient's husband went to check on her (patient's husband up at 07:00-7:30 am) at 09:30 am the patient was not up so he went to wake her up and she was non-responsive. It was believed on (B)(6) 2015 was the patient's last refill/pump update. On (B)(6) 2015 a 30% dose decrease to 633.15 mcg/day was made and after about two hours the patient was wide awake asking for something to eat. The patient was discharged an hour after that per the healthcare provider (hcp). There was a pump volume check done on the pump, but the doctor said no it was not done. The patient was seen in the office on (B)(6) 2015 and a 5% dose increase was done. The patient had a personal therapy manager (ptm),but had not been utilizing it since (B)(6) 2015. The reporter was inquiring about cerebrospinal fluid (csf) fluid being withdrawn with regard to intrathecal baclofen therapy overdose. The patient's change in therapy/symptoms was sudden. Other medications the patient was taking at the time of the event, medical history, what led to the overdose event, and diagnostics performed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.